Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer woke with a blood glucose level of 372 mg/dl and rose to 500 mg/dl by night time. Customer does not feel okay to troubleshoot. Customer stated their infusion set had a bent cannula. Customer was advised with the proper insertion techniques. Customer was also instructed to change entire set, reservoir and insulin and treat per healthcare provider's instructions. The insulin pump was not replaced or returned for analysis.